Event description:
It was reported by the customer via our sales rep, that she noticed during the surgery procedure that the suction probe failed to function. It was further reported that according to her additional information, the burner and the suction worked insufficiently. Another suction probe was available to complete the surgery successfully.

Manufacturer narrative:
Additional information will be provided once investigation is completed.